Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer was hospitalized for diabetic ketoacidosis. Before the hospitalization the customer sometimes experienced lows while he slept and when he woke up his blood glucose would exceed 200 mg/dl. The insulin pump would also alarm with no delivery at random moments. Assistance from the 24-hour helpline was declined. No products were shipped or returned.